Event description:
No new event description information to report at this time.

Manufacturer narrative:
Investigation evaluation: a review of the complaint history, device history record, instructions for use, manufacturing instructions and quality control of the device was conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, complaint (B)(4) was received for a similar product experiencing the same failure mode. The physical examination of the device referenced in (B)(4) found a slight deformation on the thread of the luer fitting. The investigation concluded that the event was manufacturing related. Due to the similarities between the referenced complaint and the current complaint, it is possible that the two events have a similar cause. Additionally, a document-based investigation evaluation was performed. It was concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record for lot 8471004 revealed no nonconformances that could have contributed to this failure mode. It should be noted that there was one other complaint associated with the above product lots. It was concluded that there is no evidence that nonconforming product exists in house or in the field. Based on the information provided, no returned product and the results of our investigation, a definitive root cause could not be established. A quality engineer risk assessment was conducted to assess the risk of this failure mode and concluded no risk reduction activities are required at this time. The appropriate personnel have been notified and we will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Brand name: cook spectrum minocycline/rifampin impregnated triple lumen central venous catheter set. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported a cook spectrum minocycline/rifampin impregnated triple lumen central venous catheter placed in the, "left subclavian region presenting cleft proximal," was found to be leaking. To date, additional patient, device and event information have been requested but not yet provided. As reported, the patient did not experience any adverse effects due to this occurrence.